Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to change out cartridge once supplies were available and to call back technical support if issue persisted, and no additional information was received regarding the outcome of the event.